Manufacturer narrative:
(B)(4). Following completion of the data review, this event will be further updated.

Event description:
Boston scientific received information that this device exhibited an unexpected remaining battery life. The physician stated there had been no decrease in the remaining percentage over the past six months. Data was sent for an engineering level battery assessment. The percentage remaining was 41 percent; no adverse effects were reported.

Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited an unexpected remaining battery life. The physician stated there had been no decrease in the remaining percentage over the past six months. Data was sent for an engineering level battery assessment. The percentage remaining was 41 percent; no adverse effects were reported. Engineers reviewed device longevity data and confirmed the device is depletion normally with no evidence of a product malfunction. To date, the device remains implanted and in service.